Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted for normal battery depletion. It was reported that during the explant procedure it was noted that the header was loosening. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at the post market quality assurance laboratory, a loose header, scratches, and dent were observed on the can of the device. The nature of the scratches and dent on the can indicated that excessive force was applied on the device. Hence, loose header might have been also induced due to excessive force applied to the device during explanting procedure. Per memory log report, the device declared elective replacement indicator (eri) during implantation and eri was tripped by battery voltage. No records faults, resets or indication of device malfunction was recorded by the memory of the device. Per longevity calculator, device did meet the longevity expectation with 98% expected lifetime and 92% cell capacity. Analysis testing further confirmed that the device was capable of delivering both brady and tachy therapies as programmed. Device could deliver 31j biphasic shock signal with 24.1 seconds charging time at room temperature. Based on the above points, device was functioning normal, and the field observation, loose header, could have been induced in the field due to excessive forces that were applied on the device on the process of explanting it.